Event description:
Information was received from a family/friend of a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient stopped feeling stimulation and it was determined by the manufacturer representative that the ins was completely dead. The consumer questioned why ins lasted less than a year and it was reported that the battery was simply used within a 10 month period. The device was replaced with new on (B)(6) 2017 and it was programmed by the manufacturer representative. The patient will also be provided with a new programmer for the new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.